Manufacturer narrative:
(B)(4). Device implanted in 2013; exact date unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of an anterior cervical locking plate and six (6) screws from c5 to c7 due to pain. The construct was initially implanted in 2013. During the removal, it was noted that the screw at the left c7 level was backing out and the screw at the c5 level was loose. A non-synthes construct was placed at the c4 to c5 level secondary to adjacent level disease. There was no surgical delay reported and the procedure was reportedly successfully completed. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device 4.0mm ti cancellous bone screw self-tapping 16mm, part number 407.116, lot number unknown). The returned subject device was identified as a 4.0mm titanium cancellous bone screw, self-tapping, 16mm length, part number, 407.116, lot number unknown. The screw shows witness marks consistent with implantation/explantation. The screw body, drive recess and locking threads of one screw show more wear than the remaining five. It is not possible to determine the level/side at which each screw as placed. Additionally the returned plate (part number 450.284, lot number 8852831) was examined; witness marks consistent with implantation and explantation was noted on the superior plate surface and in each threaded hole. No definitive root cause was able to be determined as multiple factors can potentially contribute to post-operatively implant back out. Locking screws must be final tightened with a 2.5nm torque limiting handle (part number 389.482) to ensure proper screw/plate lock. The 4.0mm cancellous bone screws, self-tapping (407.116) are a component of the anterior cervical locking plate system per the aclp ¿ technique guide. The system provides plates for 1-4 level fusions and is indicated for c2-c7. One step locking screws are available as either 4.0mm or 4.5mm, self-drilling or self-tapping and in lengths of 12mm, 14mm and 16mm. Relevant drawings for the returned screw were reviewed (current revision as time of manufacture is unable to be determined without lot numbers): the design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was unable to be performed for the returned screw as a lot number was not provided. As no specific allegation was lodged against the returned plate and no defects or deficiencies that may have contributed to the complaint were noted, the device has been determined to be concomitant. No further investigation including will be completed. A device history review was performed for the returned plate lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch report# (B)(4) was received on may 23, 2016 by the synthes customer quality unit. It was additionally reported that the "most recent implant" took place on (B)(6) 2015 and the date of the revision surgery was (B)(6) 2016. It was reported that the patient's pre-operative diagnosis was degenerative cervical disc disease and her post-operative diagnosis was cervicalgia with central herniated nucleus pulposus (hnp) and cord compression c4-c5.